Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit powered up properly after battery installation. Unit received with operating currents within specifications. No low battery alarms noted. Unit passed rewind, basic occlusion test, occlusion test, prime/ delivery test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners.

Event description:
Customer reported via phone call to have received a button error alarm even after battery change. Customer's blood glucose was 213 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.